Manufacturer narrative:
The initial MDR 2432235-2016-00212 was filed on april 27, 2016. Additional information (5/12/2016): a siemens software development specialist reviewed the instrument data and determined that only one of the sample runs showed that ipth reagent was used. It was also determined that the scheduler was generating errors for probe conflicts and multi-pass failures. The customer had multiple packs of the same assay spread out across the reagent compartment. Both ipth and toxoplasma igg reagent packs were in multiple locations and one pack position was correct while the other pack position was wrong. The software development specialist recommended that the customer positions the packs according to color placement in the primary reagent compartment. The customer did not have any further issues with ipth testing. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse and a siemens regional support center (rsc) specialist determined that the customer was using a different version of test definition than the rest of the customers. There were no error messages during the sampling and pre-sampling and the instrument was working within specifications. Additionally, use of the advia centaur intact parathyroid hormone (ipth) assay on intraoperative samples is off-label use. As per the instructions for use for advia centaur ipth, this assay is for in vitro diagnostic use in the quantitative determination of ipth in edta plasma or serum using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy. The cause of delays in reporting of patient results is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center and stated that there were intermittent delays up to thirty minutes in the aspiration of samples being tested for intact parathyroid hormone (ipth), which were in stat sampling lane. This caused a delay in reporting patient results for intraoperative samples, which lead to the delay in ongoing surgeries for the affected patient samples. The customer provided examples for three patient samples which were delayed. There are no known reports of adverse health consequences due to the delay in reporting of ipth results.